Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the biometric identifier issue occurred after the package deployment. The fingerprint light was not staying on for reading, causing login failure, and the screen/camera went black during login attempts. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-aug-2010 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer (fse) made nurses to login and confirmed no issues with the bio ID. Further the fse confirmed that the issue was resolved by technical support specialist (tss) by running bio ID patch. The system functioned as intended after the technical support specialist troubleshot the device.